Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a backup battery not installed alarm was observed during log file analysis on (B)(6) 2021. There were no other unusual events seen within the log files.